Manufacturer narrative:
Product investigation is in progress.

Event description:
The string unraveled and came off of the tampon [device breakage] . Case narrative: consumer reported via email that the tampon string unraveled and came off the tampon. No injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
The string unraveled and came off of the tampon [device breakage] . Probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via email that the tampon string unraveled and came off the tampon. No injury was reported.